Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The reload was received engaged with the subject instrument. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage no functional testing was performed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during the procedure lobectomy vats on lung tissue. The pliers were stuck open and loaded. The jaws could not close at all. The surgeon was unable to squeeze the handle and the stapler did not fire. The surgeon used another instrument. No patient injury or extension in surgical time. Patient status is alive, no injury.